Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was turning itself on and off. Troubleshooting was performed. Follow up information was received that the patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted.